Manufacturer narrative:
Initial.

Event description:
It was reported that during a meal announcement the system generated an occlusion alarm and delivered only a partial announcement, after which the user stopped eating and entered a smaller meal announcement to compensate; the user performed a fill-tubing check off-body with visible drops and attributed the occlusion to a kinked tube against clothing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the reported issue characterized as lack of effect due to incomplete dosing and with insufficient information regarding a specific device component. The user was educated to allow the algorithm to correct after a partial meal announcement and to change supplies if additional occlusion alarms occur. It was concluded, based on previously established findings for similar reports, that the cause was not established. The current blood glucose at the time of the report was 145 mg/dl.